Manufacturer narrative:
Investigation results completed on a medfusion 3500 pump. Device arrived with a top case counterfeit. Right plunger case was cracked. Event log confirmed complaint of clutch error in history log. Testing also validated event. Cause of the event was position pot tab was broken off. Device position pot was replaced along with cable guard. Device was then treated for routine maintenance care. Repair summary: replaced left plunger case due to cracked screw boss. Replaced right plunger case due to cracked. Replaced bottom case due to cracked base for l-bracket. Replaced worm coupling, worm gear, wavy washer, motor mount, lead screw, clutch halves and clutch spring for preventative action. Cleaned, greased; calibrated device and performed all functional tests which passed.

Event description:
Information received a smiths medical medfusion 3500 pump plunger position error alarm. No patient involvement during incident.